Event description:
A report was received that the patient was feeling a needle poking sensation and electrical shocks in the pocket area. The physician performed an x-ray and confirmed that the lead was wrapped around the battery. The physician recommended a revision surgery.